Event description:
Medwatch report rec'd from the user facility indicates a male underwent diagnostic arthroscopy and right anterior cruciate ligament (acl) reconstruction with achilles tendon allograft, without complication in 2006. Two calaxo bio-absorbable screws were implanted intra-operatively. The pt's recovery progressed uneventfully until june 2007 when he complained from swelling of the knee/tibial area, where the second screw was implanted. MRI revealed tibial tunnel cyst. Swelling continued in 2008. At about a month later in 08, the pt underwent right tibial excision of cyst, debridement and tibial tunnel bone grafting without complications. Pt was discharged home later that same day.

Manufacturer narrative:
Prod recall initiated august 21, 2007. The lot number provided by the user facility is not a correct lot number and therefore, a search on the lot or date of MFR and exp date cannot be completed.